Event description:
The following was reported to hamiton medical ag: alarm loss of external power. And tf 444001, 446029 , 485001. Try to exchange power supply this c1 can use to be normally. No patient harm occurred.

Manufacturer narrative:
Case under analysis. Hamilton medical ag case number is: cer (B)(4).

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be a faulty power supply. In consequence the correction to replace the power supply resolved the issue. There was no patient or user harm. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: alarm loss of external power. And tf (B)(6). Try to exchange power supply this c1 can use to be normally. No patient harm occurred.